Manufacturer narrative:
Evaluation results - device was not returned to manufacturer; no evaluation could be performed.

Event description:
A one-level fusion at l3-l4 was performed in late 2006. After a subsequent complaint of pain by the pt, x-rays were taken; however, no extensive displacement of the rods was noted. In 2008, the hardware was removed. At that time, it was noted the set screws on right side were still tight, emitting an audible squeak when removed. The set screws on the left side was noted to be loose. The pt remains symptomatic.